Manufacturer narrative:
B3 - date of event: the event date was not reported, and was estimated to the date that bsc became aware of the event. Detailed product, procedure, or patient information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the coil stretched, requiring additional intervention. An embold? Packing 60 was selected for use to treat a pseudoaneurysm in the gastroduodenal artery. During the procedure, use error occurred, and the coil stretched all the way from the target lesion out through the access site in the groin. The coil was retrieved using a snare. No further information was provided despite request by boston scientific.